Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced and the device was recalibrated to address the issues.

Manufacturer narrative:
It was initially reported, a ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced and the device was recalibrated to address the issues. The device's active exhalation control module was also replaced.